Event description:
It was reported that the patient received inappropriate therapy due to noise. The lead was capped and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.